Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in the mildly calcified right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, there was no suture with plunger removal for two proglide devices at each site. The sutures of two new proglide devices were successfully pre-placed in both the rcfa and the lcfa. The sheaths were upsized and the aaa procedure was completed. Hemostasis was achieved at both access sites with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.